Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case broke. Subsequently, the pump case fell, causing infusion set to be pulled out. The customer's blood glucose was in the 100's mg/dl. Customer applied new infusion set and resumed insulin delivery.